Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in clinic for a follow up high, out of range hv lead impedance was observed,. Programming changes were made. Patient condition is fine.